Event description:
Information was received indicating a smiths medical cadd legacy pump was alarming for high pressure or did not display a message when alarming. The medication was still being delivered. The patient switched to back up pump. The reported event occurred while in use with the patient. There was no injury to the patient due to the reported event.

Manufacturer narrative:
Additional information. Correction.